Manufacturer narrative:
The sample was received for evaluation with a cap attached to the female connector. The returned sample was identified to be a product code 5c4482, minicap transfer set. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark threaded area (female connector) came out of the light blue (main body) of the twist clamp on a minicap transfer set. This was identified when the patient went to put the minicap on the transfer set at the end of an exchange; at which time, the patient heard a funny noise and then the patient could not remove the minicap from the transfer set. Subsequently, the registered nurse attempted to remove the minicap and ¿the whole dark threaded area came out of the transfer set¿. The patient¿s transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available..